Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the intensive care unit due to high blood glucose of 440mg/dl. The customer experienced vomiting and diabetes ketoacidosis. It was stated that the customer was disconnected from the insulin pump and she was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.